Event description:
A report was received that the patient was unable to charge her ipg. The patient underwent an ipg replacement, during which, the physician relocated the pocket. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint regarding difficulty charging the ipg was not verified. Upon receiving, the ipg was in hibernation. In the lab, the ipg was charged in two charging cycles. Charge profile revealed that the charging attempt made prior to the explant procedure exhibited poor coupling of the charger to the ipg. The reason for the poor coupling was unknown. The device passed all the required tests. The device exhibited normal device characteristics.

Event description:
A report was received that the patient was unable to charge her ipg. The patient underwent an ipg replacement, during which, the physician relocated the pocket. The patient was doing well post-operatively.